Manufacturer narrative:
We are unable to investigate this report as the product code, lot number or samples are available. If further information is obtained a follow up report will be submitted. Received two reports and 2nd report is on report 1219977-2014-00011.

Event description:
Received report of hernia recurrence.